Event description:
Pt involved in motor vehicle crash, hitting the steering wheel with their neck and chest. Pt needed an emergency tracheostomy. Air was inserted in the cuff prior to insertion of tube to test it and it held and was deflated. Ten mins after tube was inserted and inflated air and bubbles were noted going around the tube, and the cuff was deflated. The tube was removed and a 2nd one placed. About 15 minutes later it was noted to be leaking also. The second one was replaced by one from the ambulance service.